Event description:
This report was received as a result of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered unexplained post operative infection due to use of vicryl suture. The report indicates that the pt had a heart by-pass an died four years after the operation.